Manufacturer narrative:
The used device was returned to conmed with original product packaging. Upon visual inspection, the device was observed to be missing, at the distal tip of the probe, a piece of silver epoxy. The cause of the defect was not determined during inspection; potentially this defect was a result of damage to the device. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with (B)(4) manufactured, showed no other complaints for this lot product and event description. A two-year review of complaint history revealed no other similar complaints for this product family and failure mode. (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be consistent and acceptable with predicted post-market risk. The instructions for use advises the user of the following. Use the lowest possible power setting on the conmed bicap electrosurgical generator capable of achieving the desired surgical effect and to use the shortest effective activation time necessary. These devices should never be used when: there is visible evidence of damage to the exterior of the device, such as cuts, punctures, nicks abrasions, unusual lumps or significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of the user facility that the tip of bp-7300a broke off during a procedure. Upon gathering additional information, the user facility reported the distal tip of the device became detached during cautery. The procedure was completed with surgical delays due to the retrieval of an alternate device. The patient has been discharged since this incident and did not require additional treatment or hospital stay. The broken piece was not retrieved and it was left in the patient's stomach. This report is being raised on the basis of a non implantable piece of a device detaching and left inside the patient.